Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature source of study performed, a prospective study aimed to compare the ease and success of intubation using a competitor versus mcgrath videolaryngoscopes in a simulated difficult airway. Patients were randomly allocated to one of two groups comprising 25 patients. A philadelphia rigid cervical collar was applied to all patients before the induction of anesthesia. Complications included dental trauma, blood on the laryngoscope, and minor injuries. The usage of mcgrath necessitates greater lifting power and greater application of laryngeal pressure than with the competitor. Article: a study to evaluate videolaryngoscopy-guided intubation in patients with simulated immobilized cervical spine using airtraq and 1 mcgrath laryngoscopes author: prashant kumar, deepak dahiya, kiranpreet kaur year: 2025 publication: hbku press.